Manufacturer narrative:
On 11/25/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, a crease was observed in the anterior aspect. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 10/22/2019, mentor received a 300cc mentor memorygel breast implant for evaluation as opposed to the 325cc gel device that was submitted in the initial report. Upon further investigation, mentor received information indicating that we were mistakenly provided the device information for the replacement devices instead of for the impacted device. The update is as follows: it was reported that a 58-year-old caucasian female patient underwent a breast augmentation revision with a 300cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture baker grade IV. The diagnosis was confirmed by physician upon examination. As a result, the patient¿s impacted device was explanted on (B)(6) 2019 and replaced by a 325cc mentor memorygel breast implant (catalog number 3503254bc, serial number (B)(4). The analysis of the received device has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: 325cc mentor memorygel breast implant (catalog number 3503254bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 325cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture baker grade IV. The diagnosis was confirmed by physician upon examination. As a result, the patient¿s impacted device was explanted on (B)(6) 2019.